Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that an interrogation was done with the physician present and no t-wave oversensing (twos) was noted with presenting settings. It was noted that the physician elected to leave the settings as they currently are and continue to monitor the patient.

Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d, implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that during use. The right ventricular (rv) lead exhibited t-wave oversensing (twos) and adjustments to rv sensitivity were made. The rv lead continued to exhibit twos, that were noted, on the current electrograms (egm). The patient was brought to the clinic for rv lead testing and troubleshooting. Rv lead programming changes were made and, the lead remains in use. No patient complications have been reported, as a result of this event.